Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, when the surgeon attempted to implant the lens it became stuck in the corneal incision. The physician then removed it to refold and attempt to reinsert, and noted a damage to the lens and hence the lens was removed and replaced in the same procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).